Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (B)(6) 2019. It was reported the patient fell and broke the ins in (B)(6) 2017. The patient had been recovering from major surgery and could not get it fixed. The ins was replaced (b)(6 2018. No further complications were reported/anticipated.

Manufacturer narrative:
Device information updated, per additional information received 2019-03-05. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient 2019-03-05. It was reported the patient fell and broke the ins in (B)(6) 2017. The patient had been recovering from major surgery and could not get it fixed. The ins was replaced (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported fell and broke the ins once and was without an ins for a long time. No patient symptoms were reported. This occurred in approximately 2014. No further complications were reported/anticipated.